Manufacturer narrative:
Manufacturing and quality control data: no deviations occured during assembly. The first step of our investigation is the optical inspection. We could see many scratches, but no deformations or abnormalities. Permeability test: the permeability test shows that the progav 2.0 valve is permeable. Adjustment test: the adjustment test show that the valve was adjustable to all settings. Braking force and brake function test: the investigation of the braking force showed that the braking function is fully operational and meets specification. Computer controlled test: to test the suspected over-drainage, we carried out a computer controlled simulated flow test. We found that the progav 2.0 valve is slightly outside of tolerance. Based on our tests, we can confirm a slight tendency for over-drainage. In order to verify whether the valves were compromised by the known risks of hydroceqhalus therapy (by a build up of natural substances such as protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. Inside the valves we have found significant substances (likely protein), which may have caused the suspected over-drainage. Based on our investigation, we can confirm a light tendency for over-drainage, probably due to the build up of protein deposits. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therepy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 92. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative: a patient was implanted with valve set at 12 on (B)(6) 2018. Initial scans showed no issues. Valve was checked on (B)(6) 2018 and it also showed no resistance even though it was still set at a 12. Replaced valve with a strata2. The reporter indicated the incident did not contribute to a serious injury or death; however, the patient required a revision surgery and a surgical delay of 30 minutes occurred. No additional intervention was reported.